Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. Cannot confirm serial number.

Event description:
The customer reported that the oxygen regulator has an intermittent mechanical problem. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
No patient information provided by the customer. Updated.